Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial under-sensing on presenting rhythm. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d314drgicd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.